Event description:
The customer reported via telephone call that the blood glucose reading was running high. The customer reported that he checked the line and was able to get insulin through the line. The blood glucose reading was 433 mg/dl. The customer reported that he did have a back up plan but had only treated with the insulin pump. The customer reported that the drive support disk was normal and recessed and declined to check for air bubbles or leaks in the tubing and did not see any when he changed the set that morning. The customer reported that the insulin appeared to be misty and was advised to try a new vial. The site was not sore or irritated. The customer was advised to remove the infusion set and stated that the cannula was bent. The customer reported that the settings were correct and the insulin pump passed the high pressure test. The customer was advised to change the set, reservoir, and insulin and treat per a health care professional's instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.